Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated , the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The distributor reported on behalf of the in-home product user explaining that the adhesive material would not keep the infusion site adhered to the patient's body. As a result, the infusion set became detached from the patient's skin. The patient administered a correction bolus to treat blood glucose levels. No permanent serious injury was reported.